Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times. In (B)(6) 2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In this manufacturer¿s report, the following information was previously reported: ¿it was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times.¿ additional review indicates this information pertains to manufacturer¿s report #3004209178-2012-09667. Any additional information related to this event will be reported in manufacturer¿s report #3004209178-2012-09667. In this manufacturer¿s report, the following information was also previously reported: ¿in (B)(6)2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated.¿ additional review indicates this information does not pertain to this manufacturer's report. Any additional information related to this previously reported information will not be reported in this report.